Manufacturer narrative:
The device was explanted, but was not returned. Nevro attempted to obtain additional information regarding the event; however, the information could not be obtained. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient developed an infection at the lead incision site. The patient was provided with IV antibiotics. Follow-up report indicated that the device was explanted and there were no reports of further complications.